Manufacturer narrative:
Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Unit passed displacement dose accuracy test. However, insulin doses are no longer logged in the app due to expired inpen. Unable to perform functional test due to inpen reaching end of life. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 4.10ozf-in). Performed leak test and no priming anomaly was noted. Inpen passed front cap investigation. In conclusion: no mechanical malfunctions noted during testing that could affect insulin delivery. Unable to verify alleged high bg. Therefore, the customer concern of leadscrew anomaly could not be confirmed. However, insulin doses are no longer logged in the app due to expired inpen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported an inpen screw movement issue. The customer reported that the insulin on the inpen was leaked. The event involved product(s) mmt-105nngyna. Troubleshooting was performed for the screw movement issue but later it was declined. Troubleshooting was performed for the high blood glucose and the dose amount of the last insulin delivery with inpen prior to the high blood glucose event was 4 units. No further patient complications were reported. The customer will discontinue using the device. Mmt-105nngyna was requested and the customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.